Event description:
It was reported during a middle cerebral artery (mca) stenosis case, during the subject stent deployment, when the microcatheter was retracted to approximately 1.5 cm from the tip of the subject stent delivery wire, it could not be retracted any further. The operator adjusted the tension, but it still could not be retracted. Therefore, the operator removed the subject stent and microcatheter, and the procedure was successfully completed. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
G4 PMA/510(k - corrected. D4 gtin - corrected. D2a common device name - corrected. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject device was returned stuck in a microcatheter. The subject stent delivery wire (sdw) was seen to be kinked/ bent. The introducer sheath and the subject stent were not returned. Functional test revealed that the microcatheter was flushed, and the sdw was advanced, but due to damage the sdw was permanently stuck and could not be moved or retracted, even with force. The subject stent was not returned for analysis. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent partial deployment could not be confirmed as the stent was not returned for analyses. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the subject device was prepared for use according to the directions for use, with no noted damage to the packaging prior to opening. The subject device was confirmed to be in good condition during preparation and prior to its use on the patient, and a continuous flush was set up and maintained throughout the clinical procedure. Notably, the patient's anatomy was severely tortuous, which presents significant challenges in navigating and deploying medical devices. This severe tortuosity underscores the complexity of the procedure and potential difficulties encountered during subject device usage. The subject device was returned for analyses, and subject stent system was found stuck in the microcatheter. Upon inspection, the sdw was noted to be kinked and bent. The introducer sheath and subject stent were not included in the return. During the functional test, the microcatheter was flushed, and attempts were made to move the sdw, but it remained stuck and couldn't be moved or retracted due to the damage. It is probable that the microcatheter was damaged during the clinical procedure, causing the subject stent to become stuck and only partially deploy, and causing the subsequent damage noted to the returned device. The absence of the introducer sheath and subject stent limits our analysis, but the evidence points to these factors as the main causes of the failure. The event description indicated that the subject stent was being used in a stenosis case which is not recommended. The subject stent dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". An assignable cause of caused by other will be assigned to the as analyzed codes sdw kinked/bent and sdw friction as the investigation indicates another product/drug/subsequent procedure caused the issue event. An assignable code of 'undeterminable will be assigned to the as reported stent partial deployment as the subject stent was not returned for the analyses and complete functional and visual inspection was not performed.

Event description:
It was reported during a middle cerebral artery (mca) stenosis case, during the subject stent deployment, when the microcatheter was retracted to approximately 1.5 cm from the tip of the subject stent delivery wire, it could not be retracted any further. The operator adjusted the tension, but it still could not be retracted. Therefore, the operator removed the subject stent and microcatheter, and the procedure was successfully completed. No clinical consequences were reported to the patient due to this event.